Event description:
Customer's wife reported hospitalization due to low blood glucose. Customer had a blockage and had open heart surgery. The blood glucose reading is 142 mg/dl. The blood glucose reading at the time of the event was 50 mg/dl. Customer treated with food. Physician has prescribed glucagon pen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.